Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae in the left eye (os) that was discovered at a post treatment. A flap lift and rinse will be performed. Patient's chief complaint was of blurry vision. It was stated that the patient experienced a loss of best corrected visual acuity (bcva). The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.75 x -1.75 x 147, left eye pre-op 20/20 -3.00 x -2.00 x 18. Bcva from (B)(6) 2019: right eye post-op 20/20, left eye post-op 20/40.